Event description:
Customer reported that pump declared alarm 30 during pumping, and issue did not cause blood glucose level to exceed 500 mg/dl. Cartridge alarm recurred despite attempts to load a new cartridge following proper technique. Customer planned to use multiple daily injections as backup therapy, and technical support arranged for pump replacement.